Event description:
It was reported that the user experienced intermittent communication failures between the dexcom g7 continuous glucose monitor (cgm) and the ilet device, resulting in repeated brief sensor issue alerts and signal loss; the user toggled the cgm settings, then proceeded to pair and start a new g7 sensor, with successful warmup confirmation. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, associated with the device¿s electrical and magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.